Event description:
It was reported by the customer ¿I was doing a PICC line today and in the microez microintroducer kit, the end of the guidewire was bent and got caught on the end of the needle when trying to extract it. Thankfully I was trying to do so after the wire and needle had been pulled out of the patient¿s arm.¿ no other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.